Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the shocking and double vision wasn¿t determined, and it wasn¿t known what steps would be taken to resolve the issue. There were no further complications reported.

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that "the" in (B)(6) 2018, the patient was experiencing a year of shocking like symptoms in bilateral entire face and bue (bilateral upper extremity?) And chest, nothing in legs. Shocking last about 20 seconds at a time and occurs several times per day. With shock like sensation, they will get double vision lasting about 30 seconds at a time. No further complications were reported or anticipated with this event.